Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel. Subsequently, the patient underwent revision surgery, during which the crt-d device was explanted and replaced. An attempt was made to explant the rv lead; however, it frayed and fractured during the procedure. As a result, the physician elected to surgically abandon the distal portion of the lead, including the rv coil. No additional adverse effects were reported. The explanted portion of the rv lead has not been received for analysis.